Event description:
During baxter's evaluation, it was determined the keypad was inoperable. The #8 and #9 keys were found inoperable. It was also reported that the customer was unaware of any keypad issues. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, "19" will be displayed alphabetically: when the "abc" key is pressed, "ay" will be displayed interfering with the mdl drug search). This device was removed from service. Baxter has initiated a CAPA to further investigate the issue.